Manufacturer narrative:
The device was returned to olympus for evaluation. The user complaint was not confirmed. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was tissue build up on the jaw area. The teflon pad was damaged exposing metal. The distal end was inspected under a microscope and no probe damage was found. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, there was probe damage error displayed on the generator. In addition, olympus was informed that there was no damage to teflon pad and no metal was exposed. The event occurred while the doctor was performing seal and cut using the device. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. The intended procedure was completed using a non olympus device. There was no patient injury reported.